Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(6) devices were received for evaluation; 5 events were confirmed during testing. (B)(6) device was found to be affected by corrosion. (B)(6) devices were found to be affected by a lubrication problem. (B)(6) device was found to not have a device failure. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device leaked. Two events had patient involvement with no patient impact. Three reported events had no known patient involvement or patient impact.